Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.25 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified distal stent damage. Distal stent row 1 was damaged with stent struts lifted. The undamaged crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 25-jun-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The target lesion was located in the mid posterior left ventricle branch. A 2.25 x 38mm synergy¿ stent was advanced but failed to cross the lesion despite repeated attempts due to tortuosity. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.